Manufacturer narrative:
The wire was returned in its original pouch. Visual analysis revealed distal tip damage located approximately 299cm from the proximal end. The damage was noted to be the wire coating peeling. Overall length and outer diameter (od) of distal tip, could not be performed due to device condition of distal tip damaged. Od of middle of the device and proximal section were within specification. Inspection of the remainder of the device presented no other damages or irregularities.

Event description:
Reportable based on device analysis completed on 18-jun-2019. It was reported that tip damage occurred. The target lesion was located in the anterior tibial artery. A v-14 short taper 300cm straight tip control wire was used to navigate the anatomy in the lower extremity. However, when the device was removed, it was noted that the distal end of the wire was starting to fray and the wire appeared to be stretched out. The device was removed completely out of the patient. The procedure was completed with a non-bsc wire. There were no patient complications reported and the patient was fine. However, returned device analysis revealed peeled wire coating.